Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that video system center had been unable to populate the image across the monitors. The event occurred during setup for use. There were no reports of patient harm.